Event description:
Reporter says he is calling on behalf of the late mother whom he believed died as a result of the malfunctioning of her pacemaker. Per reporter, when he (B)(6) the device, he discovered that FDA had recalled the device. The FDA recall communication was generated on (B)(6) 2018. Per reporter, the sequence of events leading to the mother's death were as follows; he saw the mother three days in a row ((B)(6) 2018) and she was doing well. Boston scientific was asked to come to the nursing home were the mother was to disable the respiratory sensor of her pacemaker, on (B)(6) 2018, reporter received a call from the nursing home announcing the mother's death. According to reporter and based on information received from the nursing home, the mother was found dead at exactly 3 am. Boston scientific was scheduled to deactivate the sensor at 10 am that same day. Leading up to the 3 am of her death, reporter says her vital signs taken by the nursing assistant at 1:30 am and 2:30 am were all normal and that the mother was said to be fine. She had no signs or indication that she was going to be found dead in the next 30 minutes after her last vital signs. According to reporter, the delay in deactivating the respiratory sensor might have caused the mother's death and therefore plead with the FDA to investigate if the pacemaker did malfunction thereby causing his mother's death.